Event description:
It was initially reported the device did not "dispense the total amount event though pcu stated it did". 500ml remained in the bag when it should have been completed. Customer states patient had unspecified "harm" and had to "receive extra medication due to the mismeasure". In additional follow-up, the customer reported that during an infusion of immune globulin 10% (85g/850ml) was programmed via guardrails library. "Staff noted that IV bag still had visibly 500ml remaining, although it had been infusing for 4.5 hours and should have been near completion. Module was green and infusing, drips noticed in drip chamber by clinician. Infusion was programed at the correct rate." Approximately 350ml infused over 4.5 hours. Pump had totaled total volume infused as 866.4ml when under infusion was noted. Due to infusion time being extended by approximately 2.5 hours, additional dose of tylenol and a dose of zyrtec were given to the patient. There was no patient harm.

Manufacturer narrative:
Omit: concomitant med prod data, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion complaint was not confirmed or replicated during laboratory testing. An internal and external inspection was performed for the suspect pump module, and no issues were found that could have contributed to the reported event. Time rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. The suspected pump module s/n (B)(6) underwent preventive maintenance with alaris system maintenance v.12.3, the suspect passed all its tests without any complications. The initial infusion programming immune globulin (drugid=199) at rate of 43ml/h and vtbi of 21.5ml was record on (B)(6) 2025 at 9:33 am. Occluded patient side alarm was observed, pump was restarted, and infusion was started. Between 9:33 am to 1:07 pm, two (2) occluded patient side alarm were observed. At 2:01 pm, was programmed with a sixty (60) minutes delay standby mode. Between the time of infusing 10:05 am to 2:04 pm, rate and vtbi was updating the last infusion recorded was with a rate 389 ml/h and vtbi of 195 ml and the system was shut down at the date of (B)(6) 2025 at 02:44 pm. The tvi was recorded at 906.658ml. Alaris system user manual (v 12.1), states within warnings and cautions ¿do not touch the administration set while closing the door¿. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. In addition, the bd alaris user manual with guardrails, troubleshooting and maintenance guide provides the following information: fully inspect the instrument during each cleaning. Look for any visible external damage such as a cracked or broken door, handle, or latch. Open the door of each pump module and inspect the platen and hinge for cracks or other damage. Do not use a device with any damage. Send it to biomedical engineering for repair. Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Since the ground cable from the display of the pump module s/n (B)(6) was damaged during the investigation. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the reported under-infusion of immune globulin was not reproduced. The root cause may be linked to the user programming a 60-minute delay. The suspect pump module was fully tested, evaluated, found to be operating within specification and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported the device did not "dispense the total amount event though pcu stated it did". 500ml remained in the bag when it should have been completed. Customer states patient had unspecified "harm" and had to "receive extra medication due to the mismeasure". In additional follow-up, the customer reported that during an infusion of immune globulin 10% (85g/850ml) was programmed via guardrails library. "Staff noted that IV bag still had visibly 500ml remaining, although it had been infusing for 4.5 hours and should have been near completion. Module was green and infusing, drips noticed in drip chamber by clinician. Infusion was programed at the correct rate." Approximately 350ml infused over 4.5 hours. Pump had totaled total volume infused as 866.4ml when under infusion was noted. Due to infusion time being extended by approximately 2.5 hours, additional dose of tylenol and a dose of zyrtec were given to the patient. There was no patient harm.